Event description:
It was reported that after deployment and during deflation, the stent delivery system (sds) balloon was observed to be stuck to the stent. A dissection of the artery resulted and was treated with two stents. However with some difficulty, the balloon was removed.